Event description:
Anesthesia machine failed to show appropriate end tidal volume and patient was not able to be ventilated properly. Machine had to be taken out of room while patient was under anesthesia and replaced. Machine unit number 8606000-58.